Manufacturer narrative:
Device evaluated by MFR: the returned device matches with upn and lot provided by the customer. The product returned has a gap in the insulation where the distal tip is joined to the proximal shaft. The device was actuated and it actuate normally. No opens or shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a partial shaft separation occurred. The lesion being treated was located in the left ventricle. An intellanav oi was selected for use. While mapping the tachycardia the catheter worked fine. However, when ablation was started the catheter was not visible on the map anymore and a magnetic position error occurred. Fluoroscopic information was used to complete the procedure. Upon removal it was noted that the "wrap" of the catheter was missing at the transition zone between the distal and proximal shaft of the catheter. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that a partial shaft separation occurred. The lesion being treated was located in the left ventricle. An intellanav oi was selected for use. While mapping the tachycardia the catheter worked fine. However, when ablation was started the catheter was not visible on the map anymore and a magnetic position error occurred. Fluoroscopic information was used to complete the procedure. Upon removal it was noted that the "wrap" of the catheter was missing at the transition zone between the distal and proximal shaft of the catheter. No patient complications were reported.